Manufacturer narrative:
Following a review of the device history record for lot number 83007-c304a02, it was determined that all processes and test criteria are within the medpor implant finished product spec.

Event description:
The dr stated the pt received left and right medpor mid-face contour implants in 2007. The dr stated that the procedure was performed intra orally and the implants were covered during insertion. The dr reported that a short time after the surgery, the pt decided that he wanted the medpor mid-face rim implant replaced and requested that the dr remove the medpor mid-face contour implants. The dr stated that he felt honor obliged to proceed with the surgery. Upon removal of the left mid-face contour implant, the dr noted that there was an infection in the area. The dr stated that a swab was taken of the pus at that time, and there were no significant pathogens. The dr reported that the wound healed satisfactorily after two and a half weeks. The dr reported that the pt is in good condition.